Manufacturer narrative:
(B)(4). Batch # l9255p. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that the titanium tip broke during laparoscopic total hysterectomy. With the help of x-ray, the broken piece was retrieved from the patient. No patient consequence reported.